Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance in changing the infusion set. The customer then stated she was hospitalized for low blood glucose two weeks ago and the reading was 67 mg/dl. During the call, the customer experienced low blood glucose of 76 mg/dl, but the customer treated with juice and felt better. The customer also stated that she had experienced the low blood glucose at a certain time of the day. It was explained to the customer that the basal rates may need to be adjusted for that time of the day.